Event description:
Customer states that image is not clear and contrast is not good. Found that system, during normal fluoro, had incorrect brightness and contrast setting showing on screen. Should be brightness between 45-50 and contrast appx. 65 or better. During fluoro with nothing in field, systems were 53 and 23.

Manufacturer narrative:
The service rep reloaded customer data and tested, settings were correct and image was much better, will check back with customer after cases.